Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the stopper of a bd ultra-fine¿ insulin syringe was ¿deformed¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Customer returned seven 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 7086616. Customer states that the stopper was deformed. All returned syringes were examined and one sample exhibited a deformed stopper. The one sample exhibiting a deformed stopper was cycle tested with only a scant increase noted in force required to exercise the plunger rod within the assembled barrel. The sample was then disassembled and the stopper was noted to retain its deformed configuration. The syringe barrel was noted to have sufficient lubricant (silicone) at the time of cycle testing. Probable root cause likely to be a molding issue from the stopper supplier, although, this cannot be confirmed. CAPA (B)(4) was initiated by the holdrege plant to address deformed/damaged stoppers and their associated root cause(s). Batch# 7086616 was manufactured prior to any implementation activities associated with this CAPA. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s. Possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity.